Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced symptoms of generalized illness and a rupture in the breast implant. Additionally, it was reported that the patient had a trauma when airbag went off during a car accident. During visual evaluation, the device was observed to be ruptured. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this 5987920 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and generalized illness complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 425cc gel breast prostheses and suffered several unexplained systemic symptoms, including chronic back pain, brain fog, fatigue, left breast prosthesis under armpit, chronic knot and pain on top of left shoulder, eczema, dizzy spells, and a pinching feeling in her right breast. In addition, the patient was involved in a car accident that involved an airbag going off. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2020. During explantation surgery, it was discovered that the patient¿s left breast prosthesis had ruptured. This medwatch report is for the patient¿s left breast prosthesis.